Event description:
Medwatch rec'd with no info for the complaint, but has "adverse event" checked, outcome is disability or permanent damage. Implant date 2003, and an event day on the same date. No other info was provided. On 09/02/08, a check of the FDA website found the medwatch and indicated that a pt used a pain pump and subsequently was diagnosed with chondrolysis right glenohumeral joint. Loss of articular cartilage on both the humeral and glenoid sides of bone on bone apposition radiographically, associated marked restricted painful motion, and marked pain with daily activities requiring narcotics. Loss of cartilage, total shoulder replacement required in 2007.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial rptr. The report did not provide any specific info concerning the pump, procedure, or other particulars of the alleged incident. Without the actual prod or details of the incident, an analysis cannot be conducted. Update 09/02/08 (from FDA website: complaint description: chondrolysis right glenohumeral joint. Loss of articular cartilage on both the humeral and glenoid sides with bone to bone apposition radiographically, associated marked restricted painful motion, and marked pain with daily activities requiring narcotics. Loss of cartilage, total shoulder replacement required in 2007. Dose of amount: 0.5%, frequency 270 ml, 4 ml/hr, route: 014. Dates of use: 2003 for approx 48 hrs. Diagnosis or reason for use: rt shoulder arthroscopy, 726. 10 -tendonitis shoulder. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1034265, rev g). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev e). In addition, it was not reported that epinephrine had been used in the pump. The directions for use for the painbuster pump contains a warning that states: "vasoconstrictors such as epinephrine are not recommended for continuous infusions". (Dfu 1034265, rev. G). If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.